Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to high out of range pacing impedances. The patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.